Event description:
It was reported that after a da vinci si surgical procedure, a 1/4 inch crack on the orange part of a monopolar curves scissors instrument was found. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The tube extension was cracked in a couple of places at the proximal clevis interface. The clevis was not dislodged from the tube extension and no pieces were missing. The tube extension fractured next to one of the keys that mates with the proximal clevis. Engineering concluded the tube extension likely broke due to excessive side loading or other mishandling/misuse. Additional observation not reported by site was tube damage. The distal end of the main tube had a 2.7 long section with light material removal on one side of the tube. The damaged area was parallel to the tube axis and had a rough surface finish. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube damage with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.